Event description:
It was reported that an asymptomatic patient presented with episodes of atrial noise reversion on a remote transmission. It was observed that the hvli measurement were being picked up on the atrial channel. Reprogramming was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.